Event description:
A total hip arthroplasty (tha) was revised approx 8 years post operatively due to fracture.

Manufacturer narrative:
A review of the mfg device history record indicates the device was manufactured to spec. The device has not been returned for eval.